Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reainng indicating possible deivce malfunction. The patient recently reported pain at the neck site, but denies any injury or trauma that may have damaged the ncp system. There has been no increase in seizure activity. Treating neurologist reduced programmed output current which reportedly helped with the neck pain. Reporter indicated that patient had the generator explanted due to high impedance. It was reported that patient was reimplanted with new device.